Event description:
"Infusor leaking into overpouch." Device contained fluorouracil 3000 mg and water for injection. Reportedly condition discovered after fill during storage after unknown number of hours. No patient involvement. Per reporter medications were filtered when compounded using a 5 micron filter. Further follow up with reporter revealed that the leakage was coming "from the winged cap on the distal end of the tubing," device was not leaking profusely, the reported condition was discovered by a "pharmacist in the pharmacy department before package was opened / removed from the overpouch," no one was exposed to the solution, and the total fill volume of device was 95ml. Per reporter the device was contained in a plastic bag when reported condition had been discovered.